Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead was failing to capture and exhibited a high pacing impedance. The lv lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. A complete lead was returned in one piece. Electrical testing, dimensional analysis, visual and x-ray inspections of the lead were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.